Event description:
It was reported that they opened the packaging and observed that the set screw was missing. There was a delay of 5 mins. A replacement was available and has been implanted.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that they opened the packaging and observed that the set screw was missing. There was a delay of 5 mins. A replacement was available and has been implanted.

Manufacturer narrative:
Evaluation summary: a review of the device history records (DHR) of the reported nail kit revealed no deviation. A physical evaluation of the affected packaging could not be performed as the packaging in question was not returned to for investigation; according to information received it was discarded. Since 2004 a new set screw packaging for the gamma3 nail kit blister had already been established. The size and the outer box as well as the blister in the box are kept unchanged. Improvement: the separate small white foam in the sterile gamma3 nail kit now is provided with an aperture, so that the set screw is visible through the (unopened) blister as well as from the bottom side after removing the tyvek lid. The reference number has not been changed. Since (B)(4) 2004 the nail kits are shipped with the described changed packaging. The reported event could not be confirmed as the packaging was discarded and as the lot code is unknown, a more precise statement can not be given and the exact root cause of the reported event can not be determined.